Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 11/19/2015- pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation. The complaint was updated on:12/4/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a broken stem. Update rec'd 9/15/2014 - medical records received. After review of the medical records this complaint is for the right hip. The revision operative note confirmed the stem was broken. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 10/4/2014. Update rec'd 9/16/2014 - legal claim and medical records received. After reviewing the medical records for MDR reportability, the medical records indicated osteolysis, broken stem that had migrated, loose stem, and a crack in the femur during the removal of the broken stem. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 10/15/2014. Update rec'd 8/7/2015 - medical records and x-rays received. The complaint was updated on: update rec'd 8/24/15 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from lack of mobility. There is no new additional information that would affect the existing MDR decision. Update rec'd 08/07/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address debilitating pain. At this time the patient's cup and screw are being added to the complaint and reported. The complaint was updated on: 09/02/2015.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Review of the femoral stem device history records and raw material certifications finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records and x-rays were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.